Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following information was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient developed peritonitis which resulted in hospitalization on the same day. The cause of the peritonitis was the patient made a mistake/touch contamination. Treatment was not reported. Dianeal therapy was ongoing. The patient had not recovered from the peritonitis. The outcome for patient made a mistake/touch contamination was not reported. An opinion of causality was not reported. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). The labeling was reviewed, and the instructions documented in the patient at home guide are sufficient and relevant for the potential use error in this record. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd888115. No exceptions were observed that were related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.